Event description:
As reported, a 'cook bakri postpartum balloon with rapid instillation components' was used to treat bleeding in the uterus and vaginal cavity secondary to uterine atony. The device was placed transvaginally within 'minutes' following delivery and inflated with 350ml of saline. After an unknown amount of minutes, it was noted that the device was leaking. The device was removed and replaced with another like-device in order to achieve hemostasis. It was reported that the patient lost approximately 150ml of blood before and after device failure. The patient received a 4 unit blood transfusion. The device was not handled by or in the proximity of any metal tools (i.e. Forceps or suture needles) that may have damaged the balloon. It was reported that the patient was transferred to surgery for treatment of a cervical tear but that the device did not cause the cervical tear. The patient did not have any comorbidities, disseminated intravascular coagulation (dic), or history of a full-thickness hysterotomy. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention due to this occurrence other than the 4 unit blood transfusion. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer address: (B)(6). E1: customer phone = (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation as reported, a 'cook bakri postpartum balloon with rapid instillation components' was used to treat bleeding in the uterus and vaginal cavity secondary to uterine atony. The device was placed transvaginally within 'minutes' following delivery and inflated with 350ml of saline. After an unknown amount of minutes, it was noted that the device was leaking. The device was removed and replaced with another like-device in order to achieve hemostasis. It was reported that the patient lost approximately 150ml of blood before and after device failure. The patient received a 4 unit blood transfusion. The device was not handled by or in the proximity of any metal tools (i.e. Forceps or suture needles) that may have damaged the balloon. It was reported that the patient was transferred to surgery for treatment of a cervical tear but that the device did not cause the cervical tear. The patient did not have any comorbidities, disseminated intravascular coagulation (dic), or history of a full-thickness hysterotomy. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention due to this occurrence other than the 4 unit blood transfusion. The patient did not experience any adverse effects due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), quality control procedures for the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this incident, cook completed a review of the product device master record (dmr) and concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook also reviewed the device history record (DHR). The DHR for the complaint lot and subassembly lots records no relevant non-conformances related to the reported complaint. A database search for complaints on the reported lot found no additional complaints reported from the field. Review of the device history record, complaint history, and quality control documents does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The instructions for use (IFU) that is packaged with the device was reviewed for relevant information pertaining to the reported failure mode. Relevant information within IFU t_j-sosr_rev4 [¿bakri postpartum balloon¿] includes: precautions: ¿avoid excessive force when inserting the balloon into the uterus.¿ - information regarding device handling and manipulation was not provided. How supplied "upon removal from the package, inspect the product to ensure no damage has occurred." - it is unknown if the device was inspected or tested before use. Based on the information provided, no returned device, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.